Manufacturer narrative:
(B)(4).

Event description:
After implantation, it was noted that the proximal catheter was broken. Also, shunt malfunction was suspected. The device was replaced. Doi and dor are unknown. (B)(4).